Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The customer's multifunction cable and cprd connector were not returned for evaluation. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of a malfunction. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.